Event description:
The tip of the plate holding forcep was broken before the surgery. The procedure was completed using a backup forcep.

Manufacturer narrative:
Investigation in progress, but not yet complete.